Event description:
A report was received that the patient experienced a device related event of dyspnea. The patient was reprogrammed and his medication was changed. The event has resolved.

Event description:
A report was received that the patient experienced a device related event of dyspnea. The patient was reprogrammed and his medication was changed. The event has resolved.

Manufacturer narrative:
Additional information was received that the event of dyspnea was not related to the device.